Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during preventive maintenance the pump had downstream occlusion membrane damage. There was no patient involvement, and no harm reported.

Manufacturer narrative:
D4. Primary UDI number and h4, device MFR date: correction. D9: date returned to mfg.: (B)(6) 2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had downstream occlusion membrane damage¿ was confirmed due to the cracking in the seal and will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.